Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the pt's daughter in 2008 and obtained add'l info. The daughter informed the mas that the pt was still in the hosp due to the hypoglycemic event the pt had reported during the initial call. The daughter mentioned that on the day prior to original date at 6:00 pm before dinner, the pt tested her blood glucose and obtained a result of 425 mg/dl. She took her sliding scale insulin (humalog 4 units) based on that result. The pt was not experiencing any symptoms at that time. About ? Hour later, she started felling weak and hot (symptoms she usually feels when her blood glucose level is low). At about 9:00 pm, her daughter noticed that she was "not looking right." By the time the daughter got the pt's meter out to test her, she had passed out. The daughter still went ahead and tested her on the subject meter and obtained a result of 478 mg/dl. Due to the high result, the daughter gave her 4 additional units of insulin. Since the pt still did not respond, the paramedics were called and they arrived around 10:00 pm. The result on the emt meter was 40 mg/dl and the pt was taken to the hospital. She was placed on IV glucose and admitted to the hosp for hypoglycemia and has not yet been released from there. Her other health conditions include high blood pressure, which according to the daughter was very much under control. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she also cleaning the puncture area properly. However, it was discovered that the pt was using expired test strips with the expiration date of 6/2005 (use error). This complaint is being reported because the daughter claimed that both the pt and herself had administered insulin based on the alleged high results and the pt later required treatment for hypoglycemia. The daughter did note that the pt was using test strips that had expired in 2005; use of expired test strips can cause one to obtain false blood glucose results. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.